Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing without duplicating the report. The device was recertified and returned to the customer. Review of the device data logs found no ECG errors noted to suggest a device malfunction. Some ECG noise was present but was not persistent and may be attributed to patient movement or poor coupling. This could not be firmly established as the electrode pads were not returned as part of this investigation. No trend is associated with reports of this type.